Manufacturer narrative:
Device evaluation of monitor sn (B)(4) was completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power on. The cause for the failure was isolated to corrosion on inter-pca connector j1002bb. The root cause for the corrosion was ingress of an unknown foreign contaminant.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it would not power on.